Manufacturer narrative:
Continuation of medical devices: lnq11 implantable cardiac monitor implanted: (B)(6) 2016, 5076-58 lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the recorded episodes showed noise on the right ventricular (rv) lead at the same time as the patient¿s implantable cardiac monitor (icm) recorded pause episodes. The patient was in office and testing was done with arm movements and pocket manipulation, but the noise could not be reproduced. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was reprogrammed and will continue to be monitored for any further issues with noise.